Manufacturer narrative:
Initial.

Event description:
It was reported that the user consumed breakfast without announcing the meal while preparing for a supply change and presented with elevated blood glucose measured at 284 mg/dl, with insulin delivery subsequently resumed on the ilet system. The event involved user operation of the device interface and an improper or incorrect procedure related to meal announcement. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed dose effect from the unannounced meal without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided during troubleshooting and education. Investigation of this case revealed no device malfunction, a usage problem related to meal announcement was identified, and the issue pertained to the user interface and procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.